Event description:
It is reported that during surgery, a 10cm yellow hair was found inside the shell's packaging.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
This report is being amended to reflect changes. No images of the hair in package were received. The tm acetabular shell, outer carton without shrink wrap, outer sterile cavity, and poly bag were returned for review. Visual inspection of the returned device could not confirm the presence of the reported hair strand. Further group training and operator awareness for hair in the package was performed on (B)(6) 2015, for similar previously reported issue. Based on the manufacture date, this device pre-dates the operator awareness. Based on the information provided, a definitive cause for the reported condition could not be determined.